Event description:
Complainant alleged that while attempting to treat a (B)(6) male pt, the device's display was distorted. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
The product has been received and a f/u report will be submitted when the investigation is completed.